Event description:
The customer reported to baxter us that during a staff meeting today one of the staff members reported an issue that the nicu was having with the non-dehp cl buretrol (ball valve drip chmbr) set (B)(4). The customer stated that the air has been getting past the ball and into the line during patient infusion. There has been no patient injury or medical intervention required. The air has not made it to the patient. A sample is available for evaluation. No additional details are available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "air in line" was confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Air in line was observed during the functional test. The small bubbles observed are called champagne bubbles which are part of the aeration process performed by the pump. The bubbles observed are not considered a defect. The reported defect was not confirmed. The cause of the reported condition was not identified. This issue is being investigated through CAPA.